Event description:
The customer reported via phone call that the crack along the top of the reservoir and crack on the screen. The customer¿s blood glucose level was unknown. The insulin pump was also leak. The reservoir able to lock in place when inserted into insulin pump. The customer declined troubleshooting for fluid in pump and low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
.